Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue was duplicated. Review of the event history log (ehl) showed a high-pressure alarm. The cause of the reported issue was the downstream occlusion sensor. This indicated a reportable malfunction. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned after it showed a blockage alarm during the priming process. During physical inspection, it was found that the device was experiencing high pressure blockage alarm, this situation multiple times from the ehl that would indicate that the pump could be used and could stop during an infusion so that would be reportable from the investigation data. There was no reported patient involvement.